Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems that occurred at the time of your essure placement procedure-had a hard time with right coil placement,". The patient's concurrent conditions included obesity. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), fatigue ("fatigue"), menorrhagia ("excessive menstrual cycles / abnormal bleeding (menorrhagia)"), adverse event ("abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, back pain, fatigue, menorrhagia, adverse event, vaginal haemorrhage, female sexual dysfunction, infection, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, alopecia, vulvovaginal pain, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, adverse event, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, infection, menorrhagia, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion most recent follow-up information incorporated above includes: on 9-oct-2018: pfs received - new event "abnormal bleeding (general), abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), infection (other), dental problems, dysmenorrhea (cramping),, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, hair loss, vaginal pain, bladder infection, urinary tract infection, vaginal infection,complications or problems that occurred at the time of your essure placement procedure-had a hard time with right coil placement,were added. Lab data was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), fatigue ("fatigue"), menorrhagia ("excessive menstrual cycles") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomies and/or hysterectomy to remove essure device). Essure was removed. At the time of the report, the abdominal pain, back pain, fatigue, menorrhagia and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, fatigue and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain / pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems that occurred at the time of your essure placement procedure-had a hard time with right coil placement,". The patient's medical history included abnormal uterine bleeding. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depoprovera). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), back pain ("severe back pain"), fatigue ("fatigue"), heavy menstrual bleeding ("excessive menstrual cycles / abnormal bleeding (menorrhagia)"), adverse event ("abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, back pain, fatigue, heavy menstrual bleeding, adverse event, vaginal haemorrhage, female sexual dysfunction, infection, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, alopecia, vulvovaginal pain, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, adverse event, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, infection, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: full occlusion of fallopian tubes. Ultrasound scan vagina - in (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain / pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems that occurred at the time of your essure placement procedure-had a hard time with right coil placement,". The patient's medical history included abnormal uterine bleeding. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depoprovera). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), back pain ("severe back pain"), fatigue ("fatigue"), heavy menstrual bleeding ("excessive menstrual cycles / abnormal bleeding (menorrhagia)"), adverse event ("abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, back pain, fatigue, heavy menstrual bleeding, adverse event, vaginal haemorrhage, female sexual dysfunction, infection, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, alopecia, vulvovaginal pain, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, adverse event, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, infection, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: full occlusion of fallopian tubes. Ultrasound scan vagina - in (B)(6) 2008: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jul-2021: mr received. Medical history and reporter information was added. Seriousness criteria for genital hemorrhage updated to non serious incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.